Manufacturer narrative:
Insulin pump received with corroded keypad traces. Cracked reservoir tube lip, cracked display window and cracked case noted during visual inspection. No frozen display or button anomaly observed.

Event description:
The customer reported that none of the buttons were responding. The blood glucose reading was 125mg/dl. Advised the caller to remove the battery for five minutes and to insert a new battery, but the insulin pump had a frozen display with the time clock not advancing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.